Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The customer reported that during a procedure blood was not being returned to the pt but was diverted to the waste bag.

Manufacturer narrative:
(B)(4). Risk analysis: there was no donor reaction at all, they received most of their blood back when the operator returned it from the waste divert bag and after running a rinse-back. The pt was run on a second machine. There were no adverse health effects observed after the procedure. Field diagnostic/correction: further discussion with the customer revealed that they received some return pressure high alarms right away during saline divert. The operator turned off the machine to clear the alarm and followed the new operator's manual instructions. She opened the waste divert valve to remove air but she was not sure if she closed it again before starting the procedure. When she noticed the blood was going into the waste bag there was 450 mls in the bag. The support specialist aided her in returning this blood to the pt, and she was able to return most of it with rinse-back. Investigation: the pt did not experience any issues or reactions due to the situation. Most of the blood lost in the waste bag was returned. The pt had no issues and is doing fine after the procedure. The customer had their biomed check out the equipment and he found no problems with the equipment. Root cause: most likely the cause of this failure was operator error; the operator failed to close the waste divert valve after removing air and before beginning the procedure, however this cannot be unequivocally proven. Corrective/preventive action: the operator noted that she could have been the cause of the issue, although she wasn't sure. The support specialist provided some training in her discussions with the operator.